Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that there was insufficient medical adhesive between the connector boot and the connector ring, which caused the presence of dried body fluid under the proximal end of the connector boot. The lead exhibited normal electrical characteristics.

Event description:
It was reported that the patient collapsed on (B) (6) 2010. When she was admitted to the hospital, she was unconscious with a heart rate of 17 beats per minute. The lead exhibited loss of capture. The lead was explanted and replaced, during which blood was noted inside the insulation.